Event description:
It has been reported that the syringe 5ml ll bns has been found with incorrect label information before use. The following has been provided by the initial reporter: it was reported that the outer label indicates 5ml but the syringes inside are 3ml. Outer packaging indicates 5ml syringe but contains 3ml syringe.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it has been reported that the syringe 5ml ll bns has been found with incorrect label information before use. The following has been provided by the initial reporter: it was reported that the outer label indicates 5ml but the syringes inside are 3ml. Outer packaging indicates 5ml syringe but contains 3ml syringe. Investigation: DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9183946 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Two photos were received and evaluated. One photo depicts outside of a box with two labels on it 1 non-bd label and one bd label indicating p/n (B)(4), which is 5ml bulk non-sterile product, while the batch # could not be read from the label. The hand-written box # in the upper left corner was 482. One photo depicted an inside of a plastic bag filled with 3ml syringe-only product. It is not clear from the photos whether that product was from the same box or not. Based on the devise history record review, the photos provided and the investigation of the manufacture of this product, potential root cause for the reported mislabeling is inconclusive. The investigation results are inconclusive in part as it is not clear whether the defect was only related to the label on the box or whether there was any mixed product inside the bag itself. Furthermore, the manufacturing lines for 5ml and 3ml bns product are separated by multiple other lines and are labeled at their respective points of manufacture.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 5ml ll bns has been found with incorrect label information before use. The following has been provided by the initial reporter: it was reported that the outer label indicates 5ml but the syringes inside are 3ml. Event description per attached email states, "outer packaging indicates 5ml syringe but contains 3ml syringe".